Event description:
The hospital reported that during a coronary artery bypass procedure, two heartstring iii seals failed to deploy. A replacement unit was used to compete the procedure. There were no pt effects. The products were discarded.

Manufacturer narrative:
After the procedure, the hospital discarded the product. Since the product was not returned, an eval could not be performed and the complaint could not be confirmed. A lot history record review was completed and there was no nonconformance for the reported lot. (B)(4).